Event description:
This event was reported as an explant at implant due to a significant regurgitant jet noted on tee. The left ventricle was loaded with blood and a leak could be seen where one cusp is sewn to the ring. A small round oval slit, cut was noted by the surgeon at explant. The pump time was extended 2 hours and led to coagulopathy, "dic", and global brain insult. The patient did not fully recover from surgery, had bouts of confusion and has been intubated. No further information was provided.